Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned and analyzed. Analysis revealed that the lead helix was distorted/bent. There was apparent implant damage.

Event description:
It was reported that during implant attempt, the physician tried to reposition the right ventricular (rv) lead due to high impedance. When attempting to re-position the lead, the helix would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.